Event description:
Customer reportedly tested 170 mg/dl on the device, but was disoriented. The paramedics were called and tested customer at 27mg/dl and gave the customer glucose from a tube. The timeframe between customer's test result and the paramedic' s test result was not provided. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.